Event description:
It was reported that during the beginning of a da vinci si prostatectomy procedure the surgeon dropped the camera. As a result, the surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by an intuitive surgical field service engineer concluded that the camera issue experienced by the customer was caused by surgeon dropping the camera. The system was repaired by replacing the affected camera. The camera was returned and evaluated and the light guide cable was found to be defective. It was determined that the camera damage was caused by shock. The da vinci si surgical system user manual explicitly states that, environmental or equipment failures may cause the da vinci si system to be unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.